Manufacturer narrative:
Device passed the functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime test, basic occlusion test, occlusion test, force sensor test and displacement test. Device passed the delivery accuracy test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that she experienced high blood glucose levels due to the insulin pump may be under delivery the insulin. The customer reported that she woke up with high blood glucose levels of 20 mmol/l this morning. The customer stated that she gave herself a correction with a bolus and couple of hours later she was down to 17 mmol/l. The customer stated that she treated her blood glucose levels with a manual injection and her blood glucose levels was 6.5 mmol/l. The customer reported no issues with infusion set and reservoirs. Troublehshooting was performed. The customer stated that the insulin pump passed the high pressure test but the customer stated that the insulin pump under delivered the insulin. The customer was advised to return the insulin pump. Product is not expected to return.